Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account and determined the actuator needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account will replace the actuator restoration set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating a fluid leak was noticed after lifting a heavy patient with a likorall lift. The lift was located in the bariatric wing at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).